Event description:
An infection and pain in the hip was reported. Reporter did not have documentation to specify if the problem was device related; patient was to have a MRI. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; pouch model: 8590-1, lot# n099039, implanted: (B)(6) 2007, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the onset/diagnosis of infection was (B)(6) 2012. The last refill was (B)(6) 2012. The infection was unrelated to the pump or catheter. The treatment was IV and oral antibiotics. The patient outcome was unknown. The pump was delivering hydromorphone and clonidine.